Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to high blood glucose on (B)(6) 2017 with blood glucose of 330 mg/dl at the time of the incident. The customer states their levels got worse after their doctor changed their pump settings. The customer was at 178 mg/dl and 151 mg/dl at the time of the call. The customer was given intravenous insulin and potassium to treat the high. The customer experienced symptoms such as diabetic ketoacidosis. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer will call back to complete troubleshooting. The customer stated their levels were at 543 mg/dl and the pump suggested 13.2 units. After an hour and a half, they went down to 331 mg/dl and eventually went down to 48 mg/dl. The customer had a low of 54 mg/dl and treated with glucose tablets. This was after the treatment for the highs that led to emergency medical assistance. The insulin pump will not be returned for analysis.